Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the 30-degree endoscope had poor rotation issue. The customer used a backup endoscope to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon was trying to rotate the endoscope. Image was inverted. The issue did not involve reversed control on system arms. Vision orientation did not change on its own. The vision issue did not result in patient injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation(s) not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits.

Event description:
Refer to h10/h11 for follow-up information.